Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit mesh device was implanted into the patient during a procedure performed on (B)(6) 2017 as reported by the patient's attorney, the patient underwent revision of the advantage fit mesh device on (B)(6) 2018 due to mesh erosion and vaginosis. On (B)(6) 2018, the patient underwent another revision procedure due to mesh exposure. Boston scientific has been unable to obtain additional information regarding the event to date.